Event description:
A customer contacted baxter's technical service center regarding system error (se) 2240 (air in line) alarm that was received on the homechoice (hc) unit the previous night. The problem was noted during use, with the patient connected. The nurse stated the machine is at 'connect yourself'. The technical service representative (tsr) explained the alarm, possible causes, asked if the nurse knew where in therapy the alarm happened and the nurse stated no. The tsr suggested calling when having the alarm so baxter can trouble shoot and help hp continue therapy. There was patient involvement however there was no patient injury or medical intervention, associated with this event. Writer contacted the customer. She confirmed that the nurse is the one that comes into her home and helps her setup her machine. She confirmed that she remembered the event and that she is ok and has continued on with her peritoneal dialysis therapy. She confirmed that she did not know what caused the alarm but that she has not had a problem since.

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed.